Event description:
This customer has tried lifestyles excite gel for the first time and had developed an allergic reaction. The symptoms described by her were: "severally red and itching."

Manufacturer narrative:
Follow up # 1/supplemental report text-12/02/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The pharmacist/reporter contacted lifescan (lfs) customer service in (B)(6) on behalf of the lay-user/patient on (B)(6), 2010 alleging that the onetouch ultraeasy meter has an error 1 issue. The patient's diabetes is managed with self adjusting insulin. The error 1 issue began one week prior to contacting lfs. The patient did not take any action based on the product issue and did not receive any treatment that would suggest hypoglycemia or hyperglycemia. However, the patient reportedly developed symptoms of "trembling" as a result of the meter not functioning due to the error 1issue. According to the troubleshooting performed with customer service, the subject meter was not being used for the first time. The error 1 issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly had symptom that can be associated with hypoglycemia after the error 1 issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k #k061118.